Manufacturer narrative:
Device has been evaluated but not yet repaired pending the customer's approval of he service estimate.

Event description:
The manufacturer received information alleging a ventilator would not pass service testing. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board needs to be replaced to address the issue.